Manufacturer narrative:
UDI: (B)(4). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Review of DHR for lot 17293464 concluded there were no issues that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 3008264254-2016-00087 and 1226348-2016-00183.

Event description:
As reported by a healthcare professional, during the stent assisted coil embolization of the posterior communicating artery aneurysm, the enterprise stent ((B)(4)/ 10602078) could not be advanced via the prowler select plus microcatheter (606s255x/ 17293464). They withdrew the coil with microcatheter and used new products to complete the procedure. There had been a continuous flush through the microcatheter. Neither the prowler nor the enterprise appeared damaged after removal. The devices had been prepped and used as per the instructions for use (IFU). There was no report of patient injury or significant delay in the procedure. It was reported that the products would be returned for analysis.

Manufacturer narrative:
The device was returned on 12/15/2016. Conclusion: as reported by a healthcare professional, during the stent assisted coil embolization of the posterior communicating artery aneurysm, the enterprise stent (enc453712/ 10602078) could not be advanced via the prowler select plus microcatheter (606s255x/ 17293464). They withdrew the coil with microcatheter and used new products to complete the procedure. There had been a continuous flush through the microcatheter. Neither the prowler nor the enterprise appeared damaged after removal. The devices had been prepped and used as per the instructions for use (IFU). There was no report of patient injury or significant delay in the procedure. It was reported that the products would be returned for analysis. A non-sterile prowler select plus 150/5cm microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and no damages were noted. The ID from the microcatheter was measured and was found within specification. The functional analysis was performed. The received microcatheter was flushed out using a lab sample syringe. The water came out from the distal end of the device. A 0.018¿ guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip any difficulty. An enterprise lab sample was introduced into the microcatheter, and it could be advanced through of the device until the distal end without any difficulty. The received enterprise stent could not be introduced into the microcatheter since the stent was received deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as resistance in the microcatheter was not confirmed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; additionally inspections are in place that prevents this kind of damage from leaving the facility. Therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 3008264254-2016-00087 and 1226348-2016-00183.